Event description:
Reporting facility has experienced an increase in bacteremia rates since converting to the clearing product line. Reporter indicates that facility is seeing the increased infection rates during usage with heparin locks and central lines. Attempts have been made to obtain specific information, however, no additional information was provided regarding patients, medical intervention, or patient status.